Event description:
It was reported that during a lung biopsy procedure, the procedure was converted to open as the device would not fire properly; produced an incomplete staples line and then jammed, the procedure was converted to open. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.